Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 8208551, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the catheter came loose from the adapter. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that catheter separated from hub after use with an unspecified bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: I would like to inform you of the frequent dissatisfaction with the angiocath product, which often gets loose from the plastic device leading to almost losing part of the intravenous material. I am a veterinarian and I had never had any problems with the brand, so I use several products, however it is the sixth time that this happens in 4 months.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the lot was unknown. Our quality engineer reviewed the provided photo and observed that the catheter had become separated from the adapter. Based off the provided photo the engineer was able to verify the reported issue. However, without a physical sample available for evaluation a definitive root cause could not be determined.

Event description:
It was reported that catheter separated from hub after use with an unspecified bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from portuguese to english: I would like to inform you of the frequent dissatisfaction with the angiocath product, which often gets loose from the plastic device leading to almost losing part of the intravenous material. I am a veterinarian and I had never had any problems with the brand, so I use several products, however it is the sixth time that this happens in 4 months.

Event description:
It was reported that catheter separated from hub after use with an bd angiocath¿ IV catheter. There was no impact to patient. The following information was provided by the initial reporter, translated from portuguese to english: I would like to inform you of the frequent dissatisfaction with the angiocath product, which often gets loose from the plastic device leading to almost losing part of the intravenous material. I am a veterinarian and I had never had any problems with the brand, so I use several products, however it is the sixth time that this happens in 4 months.

Manufacturer narrative:
The following fields have been updated with additional information: d.1. Medical device brand name: bd angiocath¿ IV catheter. D.4 medical device catalog #: 38833314. D.4. Medical device lot #: 0208551 was reported, however, this is not a lot# manufactured for this product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that catheter separated from hub after use with an unspecified bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: I would like to inform you of the frequent dissatisfaction with the angiocath product, which often gets loose from the plastic device leading to almost losing part of the intravenous material. I am a veterinarian and I had never had any problems with the brand, so I use several products, however it is the sixth time that this happens in 4 months.